Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer a reported the insulin pump had clock anomaly. Customer blood glucose at the time of incident was 80 mg/dl. Customer said found time change without any input. Customer insulin pup was over 15 minutes over. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with correct time and date and monitored for 30 days. No time anomalies were noted. Unit received with cracked keypad overlay at select button and retainer. Unit received with minor scratched display window, case and keypad overlay.